Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a new model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was also reported the patient has not recharged her ipg in approximately 2 months. The patient is without stimulation. The patient may undergo surgical intervention as the next course of action.